Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7261764. UDI: (B)(4).

Event description:
It was reported that following a spinal cord stimulation (scs) lead trial procedure. The patient was admitted to the hospital due to acute pain at the lower back. The physician believe it was not device or stimulation optimization related. Imaging taken and was listed as unremarkable. The physician believed that the cause was acute muscular spasms as a result from the implantation of the trial leads. The patient was given pain medication. The patient underwent a lead pulled and was doing well postoperatively. The explanted leads were not returned per facility policy.